Event description:
Pt complained of shortness of breath. During assessment, cadd-1 infusion pump noted to be alarming for occlusion but alarming at a very low volume (hard to hear). The continuous intravenous infusion of flolan had been switched about 60-120 mins prior. The shortness of breath progressed to full arrest; resuscitation was not successful.